Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2 reference MFR. Report#: 3006705815-2021-01539.

Event description:
Device 2 of 2 reference MFR. Report#: 3006705815-2021-01539. It was reported the patient underwent surgical intervention for an issue reported under MFR. Report#: 3006705815-2021-01403 and 3006705815-2021-01404. During the procedure, one of the patient's leads was successfully explanted. Upon removal of the patient's other lead, the doctor unintentionally cut it. The doctor was unable to fully remove the cut lead, so the doctor decided to leave the cut lead inside the patient. In turn, the doctor decided to implant two new leads to complete the procedure. Note: both of the patient's leads are being reported because it's unknown which lead was unintentionally cut/partially remaining implanted.